Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for malignant pain. It was reported that an actual reservoir volume of 20ml vs the expected 7ml occurred. There was no environmental/external/patient factors that may have led or contributed to the issue. The rep would evaluate again at next refill. The next refill date was unknown at this time. No interventions/actions were taken to resolve the issue. At the time of this report, it was unknown if the issue had been resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Adverse event & product problem' applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found pump/pumphead/crease on pumptube near outlet. The catheter was returned and analysis found catheter/catheter body/kink observed and catheter/pin connector/collet is not fully locked in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter, product ID 8780, serial# (B)(4). Product type catheter. Correction: serious injury is now selected. Dev ret to MFR is now selected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was infumorph with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient had the pump ¿for only a year and it failed it quit working,¿ she had to go through surgery again. The issue occurred ¿probably before may of 2018.¿ she went in to have it filled and that is when they realized it was not working, the medication came right back out and she was having pain. The patient stated that it was disturbing and painful, and was told there is reimbursement to patients who have to go through this and her pump was sent for analysis to find out what was wrong with it. As a result of the call, the patient was to follow up with the healthcare professional (hcp), and the patient continues to work with her hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type: catheter; product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that reason for the surgery was to replace the pump because of discrepancies of drug return in the refills. It was assumed it was the pump malfunctioning so it was replaced. While in the surgery the doctor found that the catheter was coiled up and possibly not functioning. He cut the portion that was coiled up and was able to get great csf flow. A new pump portion was added and a new pump was connected. The explant date was (B)(6) 2019. No further complications were reported.